Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the tumescent pump is overheating during operation. The customer states, the pump shut off in the middle of the procedure, and would not turn back on. The problem with the pump had no effect before or after on the patient. It was just time spent powering down waiting a bit and powering back up. No medical intervention required.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.